Manufacturer narrative:
(B)(4).

Event description:
During implant, the set screw would not tighten when attaching the lv lead to the pacemaker. A different device was implanted. Patient's condition was stable throughout.

Manufacturer narrative:
Upon analysis, it was found that the incorrect use of the torque wrench was most likely the cause of not being able to tighten the setscrew. The torque wrench was returned with the lv-setscrew stuck to the wrench tip. The setscrew showed considerable damage from the incorrect wrench insertion attempts. No device anomalies were found that would cause a problem tightening the setscrew. This is considered a problem related to the user¿s use of the torque wrench.